Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery as the device was not working due to fluid loss. The physician inflated the device after it was implanted and it looked as it should. Further information regarding the patient outcome is not available.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.